Event description:
It was reported that "right temporal craniotomy and excision of tumour, carried out by consultant neurosurgeon. Drilled bur hole, inserted craniotome attachment with dissecting tool and drilled about an inch before the tool snapped. Broken piece was embedded in the skull so was easily removed. No impact on patient." No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool contacted a hard surface. This contact point was the initiation point of the fracture. Application of a bending force caused the tool to fracture at the point of contact. On follow-up it was confirmed that there was no patient impact. The user manual contains the following ''do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.''

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.